Manufacturer narrative:
A ge service representative performed an on site investigation. The power connector to the monitor was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the left monitor was dead and had no live image. This resulted in a loss of the live image. There is no report of patient injury.